Manufacturer narrative:
Product complaint # (B)(4). Events reported in 1818910-2021-02735, 1818910-2021-02736, 1818910-2021-02738, 1818910-2021-02739 this case is logged to capture the 4th revision surgery of the linked files. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by aoanjrr automated industry report 2734 - depuy synthes (B)(4) global unite total reverse shoulder data period: (B)(6) 2004 - (B)(6) 2020. Catalogue numbers of global unite reverse bodies included in this analysis: 4 revisions were identified. 3 revisions were for instability/ dislocation and 1 was for loosening". Model: global unite. Range description: reverse fracture epiphysis.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2021-02739, 1818910-2021-02737, is being retracted as it is a report duplication. 1818910-2021-02739, will be kept for investigation purposes.¿